Event description:
The reporter stated that a breakage had occurred in the central stem of the carpal plate. The implant had been placed in 2003 into a pt with rheumatoid arthritis. The reporter stated that a revision procedure was needed. Surgery to replace the carpal plate was performed in 2008. The pt is being treated with prolonged immobilization of the wrist post operatively.

Manufacturer narrative:
An investigation has been initiated based upon the reported info.